Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Through visual inspection, an ink spot was observed on the syringe barrel. A device history review was performed for the reported lot 2106068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the ink stain occurred during the marking process. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter in the syringe barrel. The following information was provided by the initial reporter: product no. 302055 lot no. 2106068 quantity reported - 1 complaint issue ¿ contamination reported in syringe barrel.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter in the syringe barrel. The following information was provided by the initial reporter: product no. 302055; lot no. 2106068; quantity reported - 1; complaint issue ¿ contamination reported in syringe barrel.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.